Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to physician extended helix but did not like signal. The helix was retracted but it would not retract due to possible tissue stuck in helix. A new lead of the same model was successfully placed. The lead will not be returned. No adverse patient effects were reported.